Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had a damaged black power cable and the backup controller had a line on the led display. Both controllers were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lines in the system controller¿s lcd screen was confirmed via analysis of the submitted photos. Visual inspection of the submitted photos revealed multiple vertical white lines in the system controller¿s lcd screen. The lines did not prevent information from being read or displayed on the lcd screen. No further issues were observed in the visible portion of the submitted photo. Additional information provided communicated that the product was discarded and would not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18sep2019. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.